Event description:
After approximately one hr forty five minutes during a total vaginal hysterectomy, the anesthesiologist noticed that he had lost the co2 trace and was unable to ventilate the pt. The spo2 dropped to 30. After repeated unsuccessful attempts to determine and correct the problem and ventilate the pt, the et tube was removed and the pt was quickly reintubated. No adverse outcome to pt. On inspection of the et tube, it was found to have a herniated balloon which had apparently obstructed the airway and prevented ventilation. Return reference #(B)(4).